Event description:
A caller reported that their pump unexpectedly displayed a reset screen. There was no reported impact on the customer's blood glucose level as the caller declined to provide information. Cts arranged for the pump to be replaced, and the customer planned to use multiple daily injections as a backup insulin delivery method. The caller was informed about the procedures for returning the pump and acknowledged the instructions.